Manufacturer narrative:
It was later reported that this device was explanted and replaced with another boston scientific crt-d. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage (mv) of 2.56 v and charge time exceeded twenty seconds. The exact charge time was not disclosed. This device is included in the shortened replacement window advisory population and the mid life display of replacement indicators advisory population. The mv at 27 months was unknown. Technical services discussed that the device is exhibiting the mid life charge time issue. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Examination of the device memory revealed that the device did not declare elective replacement indicator or end of life (eol) while implanted, and that the device declared eol nine days after explant due to long charge time during an automatic capacitor reformation. The device was subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded that the device operated within specification.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.